Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported that their digestive system moved really slowly and they had always had a constipation problem all their life where they'd have a bowel movement only once every 7 days and now in the last 3 months or so, the time between their bowel movements was going out to 2 weeks where they weren't going to the bathroom. The patient stated that now they had to constantly clean themselves out every friday night or take something to clean everything out on a saturday. The patient stated they were tired of doing it and they thought the constipation was getting worse. The patient said they saw their medical doctor and they wanted to know if the device/therapy could cause constipation. The patient couldn't remember when the last time was that they checked their ins but they just had some surgery last monday ((B)(6) 2026) and before they went into surgery, they went to turn their therapy off on the saturday before their surgery ((B)(6) 2026) and they saw a picture of a doctor on the remote and it wouldn't sync at all so they didn't know if it was because their machine was getting older and the battery had never had been replaced and that's why they were getting constipated more or what. Patient services had the patient attempt identify the message they received previously by connecting to their ins using their 3037 programmer and the patient was able to clarify the message they were receiving was a power on reset (por). Patient services reviewed the meaning of the por message with the patient, explaining to them that they could occur due to exposure to a large electromagnetic field and asked the patient if they'd had recent exposure to a strong electromagnetic field and the patient said not that they could think of aside from just having had a CT scan. The patient said they thought they had been able to turn their ins off for their CT scan but they weren't sure. Patient services reviewed with the patient that the more likely explanation for their current por was that the ins was at its end of life given the age of the patient's implant. Patient services reviewed ins battery longevity considerations and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue. Patient said they had an appointment scheduled with their hcp on (B)(6) 2026. Patient also mentioned additional medical history: that they had such a bad memory. Patient services warm transferred the patient over to patient registration at call's end because the patient wanted to update their address and add their new follow up doctor to their record.